Event description:
The it2 kit contains the cc1.p1 oxygen/temperature probe and the vk5.2 introducer. The cc1.p1 recorded the oxygen reading for approximately one day after which the csf began to leak at the point where the catheter connects. The lot number of the cc1.p1 comes from the kitting information at the manufacturing facility. The catheter was removed and the leaking started. No replacement licox was placed. No further monitoring of the pt was needed.